Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high and rising impedance. Noise was detected on electromyogram. It was also noted that three years earlier the ra lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer and inner insulation of the lead became breached due to a rupture while in vivo. If information is provided in the future, a supplemental report will be issued.